Event description:
While unpacking the ultra-thin diamond balloon dilatation catheter, a hair was found on the balloon. The physician disposed the catheter.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.